Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/02/2017-product analysis: the device was returned and evaluated by product analysis on 01/04/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. Data relevant to the alleged event was overwritten due to extended pump use. The pump successfully completed a prime sequence without issue or alarm. The pump¿s power draws were found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump was experiencing a shortened battery life of one month. No additional information was provided. This complaint is being reported because the reported power issue was not resolved. There was no indication that the product caused or contributed to an adverse event.